Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0l8cf, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) to manage urinary dysfunction. It was reported that the patient had an infection at the ins site (reported previously) and she had a revision surgery address the infection. The patient stated that the infection and the revision surgery occurred in (B)(6) of 2014. No further complications were anticipated/reported.

Event description:
It was reported on (B)(4) 2014, that the patient was implanted on (B)(6) prior to the report and she had pain where the implantable neurostimulator (ins) was implanted on her right buttock. It did not hurt at all the first day, the second day a little bit, and then on the third day she could not get around. She spoke to her manufacturer representative on (B)(6) 2014 and was referred to her doctor. The day after her implant she went to the doctor because ¿she thought maybe she pulled one of the wires out or something it was hurting so bad and was red.¿ the patient wondered if she broke a lead, but the doctor stated that everything looked ok. The patient was suffering and ¿thought maybe it was the anesthesia or something.¿ she also reported that two days after implant it started ¿leaving big old spots¿ on her bed. First it was blood, then water, then ¿yellow stuff,¿ and then she had a hole where she was cut open. The patient called her doctor on (B)(6) 2014, but they wanted her to come in when she did not want to. Then on (B)(6) 2014 ¿all hell broke loose, first started with water-ish then blood then blood and water.¿ the patient reported it as an infection. On (B)(6) 2014, it was not draining as much and it was not red. On (B)(6) 2014, the patient went in to the doctor¿s office and he noticed that the incision had opened up and the wound was not healing very well. The doctor reported that the ins was slightly exposed and had eroded. The patient was doing ok from a urinary standpoint. The patient briefly mentioned that programmer training was ineffective because she was still under the effects of anesthesia. Right out of surgery she was in ¿la la land¿ and the representative was so busy. There were no interventions or patient outcome reported, so additional information was requested. If additional information is received a supplemental report will be sent.